Event description:
Same case as MDR ID 2134265-2013-01151, MDR ID 2134265-2013-01152. It was reported that during an intravascular ultrasound (ivus) procedure the mdu was unable to pullback the imaging catheter. While using a galaxy 2 system, the pysician was unable to perform an automatic pullback. It was noted that no patient was involved and no patient complications were reported.

Event description:
Same case as MDR ID 2134265-2013-01151, MDR ID 2134265-2013-01152. It was reported that during an intravascular ultrasound (ivus) procedure the mdu was unable to pullback the imaging catheter. While using a galaxy 2 system, the physician was unable to perform an automatic pullback. It was noted that no patient was involved and no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. The unit was received in good condition with no visible damage or defects observed. The unit does not meet specifications for functional test. The motor drive rotates only momentarily prior to stopping. The shrink tubing inside the driveshaft assembly is broken, preventing the driveshaft from rotating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by the manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).